Manufacturer narrative:
No product has been returned for evaluation. Evaluation will be performed by (B)(6).

Event description:
Information was received that a revision procedure was performed on (B)(6) 2019. As per reporter the patient was experiencing postoperative infection, fever, and swelling.

Manufacturer narrative:
Device evaluation was performed by london implant retrieval centre (lirc). During examination of the rod, the retrieval centre found wear, scratching, and mechanical damage. The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release.

Event description:
Additional information was provided.